Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that the surgeon placed 6 screws, but the last screw on s1 was superior in the disc space about 2 mm. The surgeon was using the long spinous process clamp and the surgeon was hitting it when this occurred. The surgeon replaced the screw using nav accurately. The delay was 3-4 minutes and there was no impact to the patient. The issue was resolved on the call.